Event description:
The patient developed an 1.5 x 2.0 cm pseudoaneurysm in the right brachial artery which required vascular surgery to remove a clot and repair the pseudoaneurysm. A micropuncture set was used and a 6f sheath placed without difficulty. A long exchange wire was used for catheter exchange. The patient tolerated the procedure well. The patient developed the pseudoaneurysm within 72 hours of the procedure.